Manufacturer narrative:
The certas valve was returned for evaluation: review of the history device records for lot: 4776332 conformed to the specifications when released to stock. Failure analysis: the position of the cam when valve was received was at setting 5. The valve was visually inspected; the needle guard was raised and needle holes in the needle chamber were noted. The valve was hydrated. The valve was flushed and no occlusion was noted but the flow was difficult. The valve was leak tested and leaked from the needle holes in the needle chamber. The valve was then pressure tested according to test method and the valve failed the test due to the raised needle guard partly blocking the passage. The needle chamber was dismantled; the needle guard was bent, and glue traces were noted on the needle guard and the silicone housing base. The valve passed the test for programming, reflux and siphon guard. The root cause for the failed pressure test noted during investigation is due to the raised needle guard partly blocking the passage. The root cause for the problem reported by the customer is due to the raised needle guard this is probably due to wrong handling as noted in the IFU : do not fold or bend the valve, folding or bending might cause rupture of the silicone housing, needle guard disc dislodgement or occlusion of the fluid pathway.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported an obstructed certas valve. The issue was detected during procedure, before placement and it was replaced with a new valve. No patient injury and no surgical delay reported.